Event description:
It was reported that the patient presented in the ER after receiving inappropriate atp and hv therapy. The episodes were diagnosed as svt. The device functioned as it was programmed. Reprogramming the device to adjust svt detect criteria and eliminate future inappropriate therapies was suggested.

Manufacturer narrative:
No medwatch form was received.